Manufacturer narrative:
Concomitant product(s): a 6935m62 lead, implanted: (B)(6) 2017, ddmb1d4 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited no capture, diminished and intermittent undersensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.